Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose on unknown date with blood glucose level was something 4 mmol/l. The customer was treated emergency services at home before taken to hospital. The device will not be returned for analysis.